Event description:
It was reported the patient is experiencing discomfort at the ipg site subsequent to gaining weight. Surgical intervention may take place at a later date.

Event description:
Follow-up information indicated surgical intervention was undertaken and the patient's ipg was explanted and replaced with a different model. Additionally, the replacement ipg was implanted in a different location.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.